Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hernia procedure. The balloon did not inflate. There was no rapid loss of abdominal pressure due to the issue. In order to resolve the issue and complete the case, opened a new one. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device . The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the obturator, trocar balloon, locking collar, valve seal and doors appeared intact. The inflation syringe was not received. The trocar balloon was inflated; no leaks detected. The seal on the dissector balloon was cut. The valve seal was covered and the dissector balloon was inflated; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the seal cut may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.